Manufacturer narrative:
No product was returned. The reported issue cannot be confirmed as no product was returned for investigation. If the product is returned, this complaint will be reopened for further investigation. The service history review identified no indication that the complaint was related to any service performed on the device during the review period.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available. Additional contact information. (B)(6), (B)(6), (B)(6).

Event description:
It was reported that they troubleshoot error code alarm. They removed the batteries. They stated that the batteries may have gotten wet. They cleaned out compartment and replaced batteries. The alarm error occurred. They removed and reinserted batteries again, but alarm error returned. They clamped the tubing and removed the batteries. They were able to remove the batteries but unable to get clamp to close. There was patient involvement and no harm/adverse event reported.